Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with tppa on one 58yrs old male patient. The results provided were: initial=0.93 s/co (< 1.00 s/co=nonreactive) /re-centrifuged and repeated=0.94 s/co /on sysmex chemiluminescence =2.0 s/co (< 1.00 s/co=nonreactive) /tppa=reactive /colloidal gold=reactive. Additional information provided on 15mar2024: wb=negative; mikrogen igm=negative; igg=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return specimen analysis and in-house testing of alinity I syphilis tp reagent lot 55063be01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return sample analysis: the returned specimen sample was tested with the following results: sample ID (B)(6). Alinity I syphilis tp: 1.02 s/co (reactive); recomline treponema igg: negative (tp47: very low intensity, tp17: very low intensity); recomline treponema igm: negative (no reaction). The return sample was tested using a file kit of alinity I syphilis tp reagent lot 50281be01, as complaint lot 55063be01 was not available for testing. In addition, inhouse recomline testing resulted negative, whereas customer´s reference tests resulted positive. Therefore, no infection state regarding syphilis could be made. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were meet and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 55063be01.

Manufacturer narrative:
This follow-up submission sends for added information on section d9: date returned to mfg to blank from 23feb2024(incorrect information on prior submission).

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with tppa on one 58yrs old male patient. The results provided were: initial=0.93 s/co (< 1.00 s/co=nonreactive) /re-centrifuged and repeated=0.94 s/co /on sysmex chemiluminescence =2.0 s/co (< 1.00 s/co=nonreactive) /tppa=reactive /colloidal gold=reactive additional information provided on 15mar2024: wb=negative; mikrogen igm=negative; igg=negative there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with tppa on one 58 yrs old male patient. The results provided were: initial=0.93 s/co (< 1.00 s/co=nonreactive) /re-centrifuged and repeated=0.94 s/co /on sysmex chemiluminescence =2.0 s/co (< 1.00 s/co=nonreactive) /tppa=reactive /colloidal gold=reactive there was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with tppa on one 58yrs old male patient. The results provided were: initial=0.93 s/co (< 1.00 s/co=nonreactive) /re-centrifuged and repeated=0.94 s/co /on sysmex chemiluminescence =2.0 s/co (< 1.00 s/co=nonreactive) /tppa=reactive /colloidal gold=reactive. Additional information provided on 15mar2024: wb=negative; mikrogen igm=negative; igg=negative there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated b5 - describe event or problem : additional information provided on 15mar2024: wb=negative; mikrogen igm=negative; igg=negative.